Event description:
Initial reporter indicated that their wand was having problems interrogating patient's. Manufacturer is pending receipt of the programming wand for analysis.

Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death or serious injury.